Event description:
It was reported that customer experienced cartridge alarm 20 during load process despite following prompts to remove used cartridge and having cartridge alarms with consecutive cartridges on pump out of warranty. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to contact healthcare provider to renew pump since warranty had expired, and no additional corrective actions were documented.